Event description:
It was reported there was a loss of therapeutic effect, no stimulation sensation. Patient tried all four programs and turned stimulation up to max 8.5 volts and didn't feel any stimulation. Patient can feel the lead along path from insertion point to the implantable neurostimulator (ins) underneath the skin. Patient may have lost 10-15 pounds since implant. Patient was able to feel stimulation when they would sit on a hard surface in the beginning of having the implant. It stimulation got too high they would turn it off. It was noted the stimulation sensation would change locations on different days. There was no known accident or incident related to this complaint. Patient noticed the lack of stimulation two weeks prior. Patient wasn't sure if they had accidentally shut the device off but was able to see on the programmer that stimulation was turned on. Patient was not sure of the order of buttons they had pushed. Symptom areas are the perineum and the ins location. Follow up from the health care provider reported the cause of the event was unknown. It was noted the leads were removed on (B)(6) 2012. It was also noted the patient was scheduled for a trial. There was no mention of reprogram or check of lead or device.

Manufacturer narrative:
Product ID 3889-28, lot# v850491, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).